Event description:
The user facility reported that the event occurred in the cardiac cath lab. The product was a part of a consignment and needed to be replaced as soon as possible. The case was a 6 french 45 centimeter destination access in the right groin for up-and-over treatment of the left superficial femoral artery. The stent was inserted over an 014 steel core wire. On insertion, some of the existing tac stents moved as the misago crossed over them. The misago was then removed for a stronger dilatation of the tac stents. The misago was inserted for a second time and placed in the target zone. Normal steps were taken for deployment of the misago. The deployment wheel started off with a few normal clicks and then the shaft of the stent began to coil up. More force was applied on the controller wheel and no more clicks were heard. The controller wheel had locked up completely. The stent was removed with no harm to the patient and no blood loss. The patient condition was stable, and the case was a success. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 01jul2024: the sample did enter the body. The stent was attempted to be placed following a philips stelarex drug coated balloon. Additional information was received on 08jul2024: the event did not necessitate any further devices. The stent did not deploy at all. The entirety of the stent was still housed within the delivery system.

Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the product inspection record. No similar report was found in the past complaint file. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Visual, magnifying, and x-ray fluoroscopic inspections of the actual sample: the thumbwheel was found to be unlocked. The stent was exposed, and both the stent and the sliding part had moved in the proximal direction. Deflection was observed in the distal shaft section and the intermediate shaft section. Buckling occurred at the proximal end of the release-wire fixing part. A kink was found in the intermediate shaft. The distal tip section appeared roughened. The stent had moved approximately 8mm in the proximal direction, and the sliding part had moved approximately 12mm in the proximal direction. The proximal part of the stent was buckled, and the outer diameter of the sliding part in this area had increased. No other anomalies were found in the remaining part of the sliding part. The release-wire fixing part had undergone deformation and buckling occurred at its proximal end. No anomalies such as scratches were observed on the deflected area of the distal shaft section or the kinked area of the intermediate shaft section. No anomalies such as kinks were found in the release wires. The wound state of the release wires indicated that the thumbwheel had been rotated by 35-40 clicks, but no anomalies were observed in the wound state. An attempt was made to release the stent, but the thumbwheel did not rotate, and the stent could not be released. Magnifying and electron microscopic inspections of the disassembled actual sample: dents and abrasions were found on the distal end and the center of the sliding part, suggesting contact with a hard object such as a previously implanted stent. Deformation was observed at the proximal end of the stent-mounted part, which occurred after the buckling at the proximal end of the stent. Dimensions of the actual sample: the outer diameter of the undamaged part of the sliding part was measured and confirmed to be within our control standards. No anomalies were found. The outer diameter of the undamaged part of the shaft section was measured and confirmed to be within out control standards. No anomalies were found. Product structure and mechanism of occurrence: the product operates by rotating the thumbwheel, which winds up the release wires connected to the sliding part, causing the stent to self-expand. If the stent is released while the sliding part is trapped in a calcified lesion, for example, the sliding part will be hindered from being pulled toward the proximal side and the stent may not deploy with the normal number of clicks. In such cases, only the release wire is wound, resulting in compressive force being applied to the shaft and causing waviness. Further rotation of the thumbwheel to release the stent in this state may lead to deflection in the distal shaft section and the intermediate shaft section. The product is designed to release the stent when the sliding part (stent sheath and cover sheath) is retracted into the intermediate shaft (non-moving part). Therefore, when a pushing load is applied to the actual sample with the distal end of the sliding part trapped by a calcification lesion, for example, the non-moving part (inner shaft) advances, pushing out the stent. Regarding this incident, one possibility is that it occurred through the following mechanism; however, the exact cause of occurrence could not be determined. Stent release was attempted while the distal end of the sliding part was obstructed by a hard object (such as a previously implanted stent), preventing the sliding part from moving proximally and causing the stent to remain undeployed. During this attempted release, only the release wires were wound, resulting in a compressive load being applied to the distal shaft section and the intermediate shaft section, leading to deflection. Further rotation of the thumbwheel may have caused a kink in the intermediate shaft section, deformation in the release-wire fixing part, and buckling at the proximal end of the release-wire fixing part. The partial exposure of the stent may have been caused by a pushing load applied to the actual sample while the distal end of the sliding part was trapped by a hard object (such as a previously implanted stent). This could have caused the non-moving part (inner shaft) to advance, pushing the stent out. However, the specific timing of this occurrence could not be determined. The following inspections are conducted in the manufacturing process as part of the efforts to maintain the quality of the product. Image inspection: 100% of the stents undergo image inspection to ensure there is no deformation or breakage in the stent struts. Image inspection for width and thickness: 100% of the stents undergo image inspection to check for any dimensional anomalies in the stent struts. Visual inspection after product assembly: after the product is assembled, 100% visual inspection is conducted to ensure that the stent sheath, cover sheath (sliding part), and shaft sections are free from kinks and crushes. Stent release resistance test: after product assembly, a 100% stent release resistance test is performed to ensure there are no anomalies in the stent release resistance. For future use, please refer to the following information stated in the instructions for use (IFU): "[directions for use 4-3] as a guide, stent deployment commences on rolling back the thumbwheel 5-10 clicks for stents up to 100 mm long and 10-15 clicks for stents at least 120 mm long. Carefully roll back the thumbwheel one click at a time and adjust the position of the stent just prior to deployment if necessary (otherwise the stent can be deployed in the wrong position)." "Deploy the stent completely, even if the delivery catheter bends and corrugates." "If the stent does not start to deploy when the thumbwheel is rolled back, if no corrugations can be seen in the delivery catheter, stop rolling the thumbwheel, observe using high-resolution fluoroscopy, and then carefully remove the stent system. (The stent system could become unrecoverable.)" "[Precautions] to assure optimal stent delivery, confirm that the pre-dilation is properly done before stenting patients who have highly tortuous or calcified lesions and/or vessels proximal to the lesion."